Event description:
A dynaflex device was implanted, date not indicated. The entire device was removed from the pt and replaced because the device was non-functioning due to fluid loss and inability to deflate.